Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported customer attempted an accucath insertion today and had difficulty retracting the wire to change needle insertion. When retracting the wire in the arm an approximate 0.75 cm of the wire was sheared off and remained in the tissue of the arm. When examining the device once removed and when deploying the wire, it was noted to come out of the needle mid-needle. The event did not involve an urgent medical situation. Additional information received via medwatch on (B)(6), 2023 "vascular access rn noticed that the tip of the wire was missing after inserting a 20g x 2.25 in bard accucath ace IV with nitinol guidewire with coiled tip. A stat x-ray identified that the wire was still in the patient's arm. The guidewire tip was removed the following day under fluoroscopy guidance."